Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical hardware issue. Physical examination found that the malleable suction showed signs of physical damage and had been bent very close to the handle. Testing of the instrument found that it displayed red status with no tracking. The em-interface showed that there were two open coils. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
(B)(4). Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect malleable std tip 7-fr suction. No parts have been received by manufacturer for analysis. Disposable part - unknown if discarded by site.

Event description:
A medtronic representative reported that, while in an endoscopic sinus surgery (ess), the suction unexpectedly stopped tracking. The surgeon continued the procedure using another instrument. There were no additional issues. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.